Event description:
It was initially reported the patient had trouble with right leg pain. It was noted the pain started the night prior to the call. It was reported the patient decreased stimulation and the pain felt better. It was later reported that the cause of the event was mva (motor vehicle accident). Reprogramming was noted (B)(6) 2014 - complex programming. (B)(6) 2014 surgical revision - explant, replacement of ins and lead was noted. Implantation of sns and replacement of sns plus generator was noted. Signs and symptoms included a 'shocking sensation'. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 3037, product type: programmer. Patient product ID: 3093-28, lot# va0etpu, implanted: (B)(6) 2014, product type: lead. (B)(4).